Manufacturer narrative:
(B)(4). Device analysis for ins nkf713544h revealed service life started prematurely .

Event description:
It was reported that the ins had not been implanted in the patient, it was still in the box. The company representative was getting the ins ready for a surgery, tried to charge it and it would not communicate with the charger. Two chargers and two 8840¿s (clinician programmer) were tried to interrogate or communicate with the battery and it would not communicate with either programmers or chargers. The device was going to be returned to the device manufacturer. It was additionally reported that the charging system was not coupled with the battery.